Event description:
It was reported that the patient passed out and was hospitalized. The right ventricular lead exhibited low impedance, varying capture thresholds and noise. The noise was seen in episodes of high ventricular rate and noise reversion. As far as resulting device therapy, oversensing occurred with noise reversion and with periods of asystole. The lead was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4)